Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the log files required to confirm the lack of internal error after the robotic drill cable disconnected error were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed. The reported problem could not be confirmed. An internal error occurring after a ¿robotic drill cable disconnect¿ error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In attempts to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. Because the user quit the case instead of trying to re-enter the handpiece connection state, it is unlikely that the intraop would have crashed, therefore, the internal error message would not have been displayed to the user. The system operated as intended when the user quit the case and was taken to the case information screen. Although the reported problem was not confirmed, it is likely that the application software operated as intended, not resulting in an internal error after the robotic drill cable disconnected error. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Section: h3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the log files required to confirm the lack of internal error after the robotic drill cable disconnected error were not provided. Therefore, visual and functional inspections and log/case file assessments could not be performed. The reported problem could not be confirmed. An internal error occurring after a ¿robotic drill cable disconnect¿ error is a result of an intraop crash due to either of the following: 1. The user leaves the bone removal state and tries to reenter handpiece connection by clicking "continue" in the robotic drill cable disconnected error dialogue box when the handpiece is still in a disconnected state. Conducted by software engineering, debugging of this error found that a pfs workpiece is deleted in the intraop when exiting bone removal after a handpiece disconnection. In attempts to update the workpiece with the drill disconnect error information, the intraop crashes because the workpiece was deleted and no longer works. 2. The transition from disconnected to connected state of the handpiece is too slow and is not yet considered to be "identified" by the tcu, but the tool parameters of the handpiece are being queried. Because the user quit the case instead of trying to re-enter the handpiece connection state, it is unlikely that the intraop would have crashed, therefore, the internal error message would not have been displayed to the user. The system operated as intended when the user quit the case and was taken to the case information screen. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem was not confirmed, it is likely that the application software operated as intended, not resulting in an internal error after the robotic drill cable disconnected error. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during cori tka procedure when the surgeon began cutting the femur, the system prompted a drill cable disconnect error, and when they pressed quit, it took them immediately to the post op information screen. They pressed the power button on the top left and it brought them back to the cases screen, then selected the proper case and were taken to the case information screen, where they pressed resume operation and were able to calibrate and move on to cutting, no errors after. There was no internal error prompted after pressing quit for the issue that occurred. No patient harm or additional complications were reported. Delay reported less than 30 minutes.